Manufacturer narrative:
(B)(4). Concomitant medical products: unknown smith and nephew femoral stem, unknown smith and nephew femoral head, bone screw self-tapping 6.5 mm dia. 35 mm length, pn 00625006535, ln 62104322, bone screw self-tapping 6.5 mm dia. 40 mm length, pn 00625006540, ln 62090567, shell with multi holes porous 66 mm with pp liners, pn 00875706602, ln 62058273. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00484. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent a revision approximately 1 year later due to pain, dislocation, and trunnionosis. All components were revised. The patient continued to experience recurrent posterior dislocations and underwent a second revision one year after the first revision. During the revision, an additional shell was cemented onto the pre-existing shell, and the head and liner were replaced. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting that patient underwent a second revision due to recurring dislocations. The posterior capsule had been disrupted and there was hemarthrosis noted, likely due to the dislocations. The shell was well fixed and left in place. The liner and head were removed and screw holes debrided. The inner surface of the cup was roughened up and a cemented cup was placed on top of existing. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: head and stem. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.